Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited over sensing. The lead was capped and replaced. The patient was in good condition throughout the event.

Manufacturer narrative:
(B)(4).